Event description:
Medtronic received a report that the pipeline was deployed and the wire was removed. The proximal end closed up and angled, so the doctor could not get access and went through the posterior communicating artery instead. The proximal end was repositioned after deployment and the physician had to balloon the device open. The pipeline was implanted at the intended location and full wall apposition was achieved. There were no side branches covered by the device. The pipeline and any accessory devices were prepared as indicated in the IFU. The device was used for an indication that is not approved (off-label), which was internal carotid artery wide neck. Patient symptoms associated with the event included aphasia. The patient was being treated for an unruptured, saccular aneurysm in the internal carotid artery. The max diameter was 4mm and the neck diameter was 4mm. The landing zone was 5mm distally and 5mm proximally. Vessel tortuosity was reported to be moderate. Ancillary devices included a rist 6f guide catheter ,a phenom27 guide catheter, as well as a non-medtronic guide catheter and guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the is almost to baseline. The status of the aphasia is better, almost to baseline. The pipeline had not been placed in a vessel bend when it failed to open. It was clarified the pipeline was used for an on-label procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.